Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the ins wasn't working- the battery was charging but didn't come on. A representative reported that the patient needed to see a healthcare provider. The patient's weight was unknown. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 2. It was reported that the patient charged their ins but it wouldn't turn on. A representative noted they would meet with the patient. Additional information received from a manufacturer's representative. It was reported that the patient charged the ins and the programmer showed a por message. The representative cleared the por message and the ins turned on. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's battery was off for a long period of time. They charged the device but it wouldn't turn back on. No further complications reported.